Event description:
It was reported that during the pre-use check, the breathing bag was found partially torn. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received without the original packaging, decontaminated, and inside a plastic bag. Visual inspection confirmed that there was a v-shape tear near the connector of the bag. During the packaging test it was concluded that the failure reported could not be reproduced in the manufacturing process. The root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefore the damage (broken) was after the product left the facility. The definite root cause cannot be determined with the provided information. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process .